Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages, including but not limited to the following: a diagnosis of bia-alcl, rashes, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars", "fear of cancer recurrence, emotional distress, pain and suffering." Patient representative additionally reported "open skin sores," "triggered vasculitis," "dry and painful eyes and mouth," "hair loss,", "tingling skin" and "sicca syndrome"; multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings" these events are not device related. Histopathological markers confirming alcl have not been received. This relates to the unknown side. Device has been explanted. Treatment: explant, chemotherapy, radiation.

Manufacturer narrative:
H.6. Health effect - impact code: f2203, f2305. Alcl diagnosis date: (B)(6) 2022. The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: bia-alcl (histopathological markers not reported), "severe inflammation of lymph nodes."